Event description:
Reportedly, during patient use, the ventilator displayed a "device alert" message with a constant alarm. The ventilator stopped ventilating (pump did not run) while on the patient. The patient was transferred to another ventilator and was manually ventilated. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.